Event description:
It was reported that the insulin pump alarmed during the prime process. Customer stated that the blood glucose reading was high and will treat with a manual injection. The drive support cap is protruded. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Unable to prime insulin pump during the prime test and device alarmed during the basic occlusion test due to a protruded/loose drive support disk. A cracked display window, scratched lcd window, cracked battery tube threads and broken reservoir tube lip also noted.